Event description:
It was reported that the patient experienced a syncopal episode due to a pacing failure on (B)(6) 2011. Prior to surgery on (B)(6) 2011 the lead impedance was greater than 2000 ohms. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.